Manufacturer narrative:
The investigation for the purge disc/flags issues has been completed. Data logs from the complaint date revealed that the console issued purge disc not detected alarm (event set #402) multiple times. The console was returned for evaluation. A broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc.

Event description:
The user facility reported that during prepping the impella aic would not detect the purge disc. The aic was exchanged.